Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using two fingersticks, and got results of 162, 103, and 136 mg/dl. He did not report any symptoms. During troubleshooting, it was determined that he was not inserting the test strips firmly and completely into the meter. He reported that he had never cleaned his meter.